Event description:
Additional information received identified the patient's clinic wanted to confirm the validity of the pressure sensor readings due to an increasing mean with no pulse pressure increase over weeks. As a result, the sensor was recalibrated, via echocardiogram. It was noted the sensor was implanted in a 9 mmhg vessel, which is within the recommended size (7mm-11mm).

Event description:
It was reported by ((B)(6)) that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the sensor was recalibrated on 10may2019, where the cm mean was decreased by 18 mmhg, method of recalibration is unknown at this time. Accurate readings were observed under the manufacturer's patient care network database.